Event description:
Additional information was received from the patient. They reported that a year ago they missed their contact for help. The following company people advised but nothing worked but now back on track.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported the patient went to the doctor's office yesterday to find out which program works best, and they spent a lot of time and could not find out what one worked. The caller states today they tried to get into the program, and it said they needed to have a passcode, which they never had to use before. Agent-reviewed patients may have tapped on the wrong app and to tap on the interstim x my therapy app. . The caller was not patient at the time of the call. Caller will try again when patient is home and call back if issue persists. Additional information was received, and the patient is having a lot of issues with urinating. The issue started at least on friday. The patient went to the doctor's office on wednesday for a follow-up appointment. Walked caller through connecting the handset and communicator to the stimulator. The therapy has been off and they don't know why it was off or when it was turned off. They do not know if they accidentally turned the therapy off at the doctor's appointment. Patient was able to successfully connect and turn the therapy on. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.